Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation while lifting out a boat battery. During the night, the pt felt a tingling and jolting sensation down his left arm on three separate occasions. The programmer did not display a "call your doctor" icon. The pt's status was described as good. The pt was going to see a neurologist two weeks from the date of the report. Add'l info has been requested but was not available as of the date of this report.